Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Unable to perform functional tests due to the keypad anomaly. No button error alarms were noted.

Event description:
It was stated that the customer was hospitalized for low blood glucose levels. The customer's blood glucose levels went as low as 30 mg/dl. It was also stated that the insulin pump alarmed button error prior to the event. Troubleshooting was performed, but the buttons were not responsive. Advised the caller that the insulin pump would be replaced.